Event description:
During an implant attempt of the subject device, no pacing output and a rate drop of below 60ppm was observed. When a magnet was applied, no capture or pacing rate increase was noted. The pacemaker was disconnected from the leads, which were independently retested and confirmed to be ok. The pacemaker was reconnected to leads, but there still was no output or sensing. The device was interrogated and a threshold test attempted, but no output was seen. Another device was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.